Event description:
Caller reported an insulin leak, in her opinion, due to a defect of the cartridge. No adverse event reported. Cartridge not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.